Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood and contrast inside and outside of the device. The tip, hypotube and distal shaft was microscopically examined. Inspection revealed a partial separation at the collar area with kinks in the hypotube 23.5cm, 24 cm and 24 cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28jul2016. It was reported that shaft kinked occurred. A 145 guidezilla¿ was selected for use. During the procedure, it was noted that the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patients' status was stable. However, device analysis revealed a partial separation at the collar area.